Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the device evaluation that was available but not submitted in the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the device evaluation, it is likely that the peeling of the tissue pad occurred as below: the grasping section was closed without grasping anything while the output was activated in seal and cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. It has been confirmed that the probe coating peels off if the device was handled as below. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. ¿ activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the tissue pad was worn and partially peeled off. There was peeling of the coating of the probe. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic assisted pyloric gastrectomy, after approximately 30 minutes of using the device, the device tissue pad peeled off during output. The peeled off tissue pad did not detach and fall off. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode and setting at the time of the event was seal and cut 1, seal 3. There is no information if an error message was received for the event. The device was inspected prior to use with no abnormality noted. The intelligent tissue monitoring (itm) setting was on during the procedure.